Event description:
The pt broke out in a rash after implantable neurostimulator implant. She had intermittent rash and skin redness (location of symptoms not specified). Treatment included steroids shots. An allergy kit was sent to the hcp. The hcp determined the patient was allergic to silicone. The neurostimulator system was explanted. The hcp reported the pt outcome as 'no injury'.